Event description:
I had essure placed (B)(6) of 2014 since then I had ongoing pain in legs, feet, pelvic, and intercourse pain. My periods became 10 x worse cramping, severe flow to a point of anemia. I also on my left tube it came to light that my coil has broken in half. In and out of the hospital and doctors office with infections and now I have pid. My last infection in my abdomen and pelvis was so severe I almost died. I was scheduled for urgent hysterectomy to remove my uterus and tube to get the device out of me. I am now laid up at home. Off work till I heal.